Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that tubing set leaked at, neutraclear needleless connector on d10.2 line connected to white lumen of peripherally inserted central venous catheter. Although requested, additional information was not provided.

Event description:
It was reported that tubing set leaked at, neutraclear needleless connector on d10.2 line connected to white lumen of peripherally inserted central venous catheter. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: d.11.

Event description:
It was reported that the tubing set leaked at the connection to the neutraclear needleless connector connected to the peripherally inserted central catheter(PICC) lines white lumen. Milrinione and d10.2 were infusing via the white lumen. Blood backed up into the lines and upon disconnect and flushing the PICC white lumen was found to be clotted off. Milrinone and d10.2 IV bags were reordered and received from pharmacy. The lines were restrung and connected to the PICC's red lumen. The nurse practitioner(np) was paged and orders for altaplase was received. The vascular access specialist team(vast) was paged to bedside to administer altaplase to declot the PICC line. Vast had trouble declotting the line and it is unclear whether they were successful or not. Although requested, additional information was not provided.